Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, explanted: product type lead, product ID 3058, serial# (B)(6), implanted: (B)(6) 2014, explanted: product type implantable neurostimulator. See manufacturer¿s report 3004209178-2021-04170 for concomitant ins information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient clarified, the device never worked properly. The patient was told that the implant would increase bladder control. However, the patient never felt any change or improvement. The patient met up with a manufacturer representative (rep) several times. The device remained idle. The rep told the patient during the last visit that one implant was broken and the other suffered from a broken lead wire. The patient is undergoing general surgery on (B)(6) 2021. The surgeon will remove both implants.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that, per the caller, the patient had reported their device was "broken". No information was provided as to whether the patient was referring to their left or right side system, as the caller was not aware the patient even had two systems. They went on to read from a note that the patient had reported the device had not been working for the last five years and a manufacturer representative went out to see them and told them it was a "valve" that was broken. The caller did not have the representative's name nor the specific date when they met with the patient, and the caller was not with the patient. The patient's urologist's office indicated the patient was ok to scan (MRI). See manufacturer¿s report 3004209178-2021-04170 for concomitant ins information.